Event description:
It was reported that this patient's implantable cardioverter defibrillator recorded a couple of episodes of noise oversensing without pacing inhibition on the right ventricular (rv) lead, the patient was unaffected as good underlying rhythm was noticed. The patient stated not knowing to be around any sources of electromagnetic interference (emi). Technical services discussed possible emi, myopotentials and/or lead damage. Troubleshooting was recommended to try reproducing the noise with isometrics/pocket manipulations. Reportedly, pace impedance had a sudden decrease within range. In addition, appropriate anti-tachycardia pacing episodes were recorded. The sales representative indicated that isometrics were performed and noise was able to be reproduced. Thus, it was decided to deactivate this rv lead's brady/tachy therapy and replacement will likely be scheduled. Additional information was received indicating this rv lead also had an alert due to high shock impedance out-of-range of over 200 ohms. This rv lead remains in service and no adverse patient effects were reported.